Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector. The patient's blood glucose level was 400 mg/dl (approximately) at the time of the event which they tried to treat with correction bolus via pump. Moreover, the infusion had been used for 12 hours approximately or less than 3 hours. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.